Event description:
It was reported that, during a meniscus repair surgery, it was noticed that t2 of a fast-fix was bent. The procedure was resumed using a competitor device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Manufacturer narrative:
H11: h2: corrected information on: g3. H3, h6: the reported device was received for evaluation. A visual inspection revealed that the t2 is bent but not fractured. Insufficient product identification information was provided and thus a manufacturing record review, a complaint history review, and a risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.